Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus and cursor did not align on display screen. It was also indicated that the keyboard hinges were broken. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer's stylus was not working. The stylus was replaced but issue remained. The programmer was returned for service. No patient complications have been reported as a result of this event.